Event description:
Legs kept going numb, gained 12 pounds in 3 days. Went to (B)(6) emergency. Admitted for 8 days. Implants were removed and documented, by pictures and cat scan cd, of how implants were broken apart. Doctor (B)(6). Quote said he never seen anything like it. I was on a IV pic line for 60 days at home.